Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a motion sensor test failure alarm on the insulin pump. Customer's blood glucose was 380 mg/dl at the time of the incident. Customer was assisted in performing the displacement test but the test failed. Customer cannot troubleshoot for motor error alarm since the pump is not working at this time. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.